Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon stated the safety shield retracted upon trocars being inserted but never retracted by covering the blade. A 355sd and 511sd was pulled to complete the case. The case was completed without incident. There was no consequence to the patient.

Manufacturer narrative:
Tracking #51011. Device-a. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, the reported event was confirmed. The two 511sd were tested and instrument a would not arm as rec'd. Instrument a was measured for weld depth, disassembled for further inspection, and was found to have the knife collar bent. Instrument b was tested using a provair simulation of skin, and was found to arm and retract as intended. No conclusion could be reached as to how the knife collor was bent. The mfg business unit is aware of the reported incident.